Event description:
It was reported the patient was having the implantable neurostimulator (ins) and extension implanted 3 days after the lead was implanted. While connecting the leads to the extensions, each set screw on the lead-extension connector was tightened using the torque wrench. When the connector boot was being slid over the lead-extension connection, the extension came off the connection despite the fact that none of the setscrews was loosened using the wrench. Afterwards, the tip of the lead that connects to the extension was checked and the #3 contact was ¿separated from the lead/ had fallen out¿. The lead was therefore removed. The surgeon decided to proceed with the ins and extension implant and implant the lead at a "later date". Since the event occurred prior to ins implant, no lead impedance data was available. There were no health hazards to the patient and as of (B)(6) 2015, the patient was reportedly receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: neu_leadcap_acc, serial# unknown, product type: accessory. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Manufacturer narrative:
Analysis of the lead found the #3 conductor was broken near the weld site, 0.3cm from the proximal end, due to overstress/damage. The conductor had pulled out and was crushed and stuck in the lead cap. A setscrew impression was visible on the connector sleeve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.